Event description:
Customer reported multiple intermittent occlusion alarms that caused their blood glucose to register as "high" on the cgm, exceeding 500 mg/dl (27.7 mmol/l). In response to the high blood glucose, the customer administered a correction bolus via the pump and did not seek assistance from a third party. To resolve the issue, the customer changed the infusion set and cartridge several times over the last two weeks, resumed insulin, and agreed to contact technical support for additional troubleshooting if needed.